Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that a patient experienced a jolting sensation after making a clumsy movement 5 days post-surgery. The therapy settings were initially very low but now had been increased, so they wanted to avoid a jolting sensation with that number. The patient was advised on airport security guidelines to prevent similar sensations during security scans. The patient has a scheduled appointment with their healthcare provider in three weeks.